Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. There was a longitudinal 11.5mm tear in the balloon material. A visual and microscopic examination observed no damage to the markerbands, tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found a kink 100mm from the strain relief and a kink at the guidewire exit port. No other issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 10/3.50 flextome¿ cutting balloon¿ catheter was selected to treat the target lesion. During procedure, it was noted that the balloon ruptured. The ruptured balloon was completely removed from the patient and completed the procedure with a non bsc balloon catheter. No patient complications were reported and the patient's status was good.